Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer went to the emergency room and was hospitalized (B)(6) 2012 due to high blood glucose. Customer's blood glucose reading at the time of hospitalization was above 500 mg/dl. Caller stated that the customer programmed a temporary basal and the insulin pump was alarming. He also stated that she had the flu and was vomiting blood prior to hospitalization. Caller stated that the insulin pump was stored with dead battery since hospitalization. He also reported that the customer started using the insulin pump again on (B)(6) 2013, but the insulin pump is alarming. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.